Event description:
It was reported that the fiber card was not recognized and would not permit the fiber to function. No add'l info was available. Outcome: "no damages to the patient".

Manufacturer narrative:
(B)(4). Fiber card analysis: the customers report that the fiber card was not recognized could not be confirmed. The fiber card was verified to be properly functioning; 113,580 joules of use were confirmed to have been used on (B)(6) 2013 - this date does not coincide with the reported date of event. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap at the fiber/cap fusion zone. The metal cap adhesion area was found to be burnt, resulting in the fiber proximal to the metal cap. Char and detritus on the metal cap and devitrification at the output window were also observed. Both caps remain intact and attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The potential forward firing may exist. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.